Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that the fast-fix 360 curved implant failed in an acl because it did not deploy the t2 implant and it seemed the firing pin arm was not reloading the second implant. It was not a tight knee, and there was no stress acted on the shaft that would have lead to a misfire. This issue caused a 15 minutes delay in the case, as the doctor had to switch to an inside-out technique. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Read these instructions completely prior to use. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned without t1 and t2 anchors. The deployment needle was in the t1 pre-deployment needle indicating that with the missing t2 anchor that the device has been actuated twice. A functional evaluation revealed the device functioned as expected without being able to deploy the detached missing anchors. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the fast-fix 360 curved implant failed in an acl because it did not deploy the t2 implant, and it seemed the firing pin arm was not reloading the second implant. T1 was deployed and subsequently left in patient capsule after t2 deployment failure. It was not a tight knee, and there was no stress acted on the shaft that would have led to a misfire. These issues caused a significant delay in the case, as the dr. Had to switch to an inside-out technique and there was a 15-min delay. There was no harm to the patient due to these issues.